Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is 1-month post-operation, best estimate (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zxr00 24.0 diopter was explanted from the patient's left (os) eye due to patient experiencing excessive glare and halo at night. Symptoms were noted at one month post-op. It was indicated at explant/exchange a vitrectomy was performed and a three (3) piece iol was placed in sulcus as the replacement lens. Patient's outcome at the time of discharge was reported to be normal. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. No deviations or nonconformance reports associated to this production order number were found. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.